Event description:
Per the clinic, the patient underwent surgery (B)(6) 2015 to have the internal magnet removed due to discomfort. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.